Manufacturer narrative:
Clearlink system continu-flo solution set 109" 3 luer activated valves male luer lock adapter with retractable collar. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem 'upstream occlusion alarms when none present' was not reproduced. The device passed the upstream occlusion testing within pounds per square inch (psi) specifications. A review of the event history log revealed 'upstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false upstream occlusion during primary infusion of phenyl. Volume to be infused (vtbi) 112ml, flow rate 0.2/13 ml/hr. The head height of the primary bag was 24 (inches). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an 'upstream occlusion alarms when none present' occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the user facility submitted medwatch 2400100000-2022-8050 for this event. Correction h10: during functional testing no upstream occlusion alarms occurred and the device passed upstream occlusion detection. A review of the event history log identified upstream occlusion messages which verified the reported issue. Should additional relevant information become available, a supplemental report will be submitted.